Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 07/25/2016. Retain and return product was tested and found to be functioning according to specification. Investigation: the customer reported observing an unexpected result while using b-hcg cartridge lot a16044 to test a patient sample. The device history record for this lot was reviewed. The lot passed finished goods release criteria. Forty retained and fifty returned cartridges were tested using whole blood. Testing met the acceptance criteria found in q04.01.003 rev. Y, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a female patient who had previously undergone a hysterectomy. The patient was diagnosed with pneumonia. There was no additional patient information available at the time of this report. Date: (B)(6) 2016, time: 1621, I-stat: 32.7 iu/l, lab (beckman coulter dxi): <5. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).